Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the cable stopper of the evis exera iii gastrointestinal videoscope was loose and angulation malfunctioned. The issue occurred during reprocessing. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device found the air/water cylinder had foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following: leak at the scope cover unit; leak at key-top 1; air/water cylinder with foreign materials; light guide lens has a crack; due to wear of suction cover packing, water tightness is lost; due to damage on switch1, water tightness is lost; grip is shaved; cable on scope connector is damaged; due to wear of angle wire, bending angle in upwards direction does not meet the standard value; due to wear of angle wire, bending angle in down direction does not meet the standard value; air/water-tube has foreign objects; lens guide lens has a crack; connecting tube has a buckling; and universal cord has coating peeling. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.